Manufacturer narrative:
The device was returned not deployed. Once the formed needle was deployed, damage was observed on the eseal and bottom housing. An improper insertion of the chassis sub assembly into the bottom housing resulted in the cannula sub assembly deploying into the eseal and housing. This can be determined as the cause of the reported needle did not deploy. When the formed needle deployed it was observed that it did not retract. Damage was noted to the formed needle and slide retract due to the formed needle being improperly installed. Since the form needle still deployed, this damage can not be conclusively linked to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.